Manufacturer narrative:
Other relevant device(s) are: product ID: 9 735821, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. Hardware parts were replaced on the system. The system did not passed checkout and did not performed as intended. The vega base was returned for analysis. Analysis found the returned psu powered up on the test bench without the amber fault light on. A check of the event log showed an intermittent illuminator current low on (B)(6) 2019. The psu also failed an accuracy test (aak) at .43 mm with a passing threshold of .25 mm. This psu has not been previously returned for a failure. The pcoip, poe injectora are pending analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the system will successfully track the instruments and the reference frame for a while, then tracking will become intermittent for both the frame and instruments. Troubleshooting was performed and the clinical specialist tried pointing away or lights, no change. The clinical specialist removed the system from the or and it still had intermittent issues tracking. Checked the psu event logs in nditoolbox and found a warning that said "illuminator current measured lower than operating current" and occurred around the time the intermittent tracking started. Navigation was aborted. There was a delay of less than 1 hour. No patient impact was correlated with this event. On 2019-dec- 20 additional information received. Product services confirmed the illuminator current warning is an intermittent error with the camera. Shipping new camera. On 2019-dec-23 additional information received . The clinical specialist called to report the issue was not resolved with a camera replacement. The tracking seems to work well at the "near" side of the tracking area, according to the tracking view in the software, but starts to go intermittent as you move backwards to the middle of the tracking area. The clinical specialist stated the camera ethernet cable looked to be badly pinched when he replaced the camera. Shipping replacement ethernet cable kit to cs. Another clinical specialist phoned in to report that after replacing the camera the issue was not resolved. Shipping poe injector and pcoip zero client with the instruction to replace the injector first and then if the issue is not resolved then replace the zero client. For the clinical case, the intermittent tracking was observed during registration, but was not seen again once they got into navigation. He checked the ndi toolbox logs and did not see the sameerror message again. Keeping the shipment for the camera ethernet cable entered. On 2019-dec-26 additional information received: clinical specialist phoned in to report after replacing the poeinector and the camera the system was still not tracking the probes. They would track and then stop tracking. The patient tracker stayed in view the whole time. Technical services suggested replacing the camera cable. The clinical specialist will follow up after replacing the cable. On 2019-dec- 27 additional information received: clinical specialist called to report that last night they powered down the system and kept it plugged in all night. With booting up today, the system has been operating as intended. The system has been able to track for about an hour with no issues.

Manufacturer narrative:
Product ID: 9735843 serial/lot# (B)(6) product ID: 9735798 serial/lot# (B)(6) product ID: 9735796r serial/lot# (B)(6) h3: the cable was returned to the manufacturer for analysis. The cable was analyzed and no failure found with this part codes associated with the cable: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the poe injector was returned for analysis. Functional testing determined that poe injector was tested for over 24 hours and provided power to the camera during entire length of testing. No issue was found was this part codes associated with the injector: fdm 10, fdr 213, fdc 67 h3: the pcoip was returned for analysis. Functional testing determined that pcoip is configured to 100mbps and did not have any software caused resets in its logs. Unit was tested for over 24 hours without any image or connection issues. No failure found with part. Codes associated with the pcoip: fdm 10, fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.